Manufacturer narrative:
Device information - expiry date na. Device manufacture date: 9/15/1997. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard analysis and system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for hr-allergic symptoms. Trending analysis for hr-allergic symptoms associated to the sterrad 100s found there is not a significant trend. The hhe (health hazard analysis) relating to this issue was reviewed and the risk is considered none / negligible. The shuma (system hazard and user misuse analysis) was reviewed and the risk index associated with allergic reactions is a 6, which is category ii or "as low as reasonably practicable" (alarp). Follow up confirmed that the healthcare worker (hcw) declined allergy testing. The sterrad 100s sterilizer was not serviced following the event. The facility continued the use of the sterilizer and did not experience any problem. It was reported that the sterilization parameters were within the specifications for the following sterilization cycles and no problem was noted with the unit. Additionally, a retraining was conducted with the employees (alerting about the manipulation of the cassette) and also the requalification of the equipment. The customer reported that "all is ok!" There was no product returned for investigation. There was no root cause identified for this complaint.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that one day post implant, this right ventricular lead displayed increased threshold measurements. The sensing measurements had decreased. In addition, impedance measurements had increased. It was thought this lead had dislodged. A revision procedure was performed, this lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Event description:
After the health care worker (hcw) removed a completed load from sterrad® 100s sterilizer, she felt the skin of the arm itching and noticed it started to become red. As the reaction become stronger, she took a warm bath (with water only, without soap). After her shower, her whole body was red and itchy. The hospital physician diagnosed her with a severe skin rash and administrated phenergan im, flebocortide 500mg ev and 500 ml of serum for hydration. After 30 minutes of medication, the reaction improved. The doctor prescribed the use of polaramine for 2 days. The hcw was off during the treatment. It was reported that the hcw was wearing ppe, that the vaporizer plate was properly installed, and that there was no visible peroxide. The physician indicated the reaction could have been due to the hydrogen peroxide used in the sterrad. However, it could not be confirmed. He also indicated that some other event (food, contact with other chemical product, etc) could have caused the reaction. The employee will be tested to determine if she is allergic to a particular food or product as the hcw handles various chemical products in the center of materials. Asp will be informed when the results are available. A service call was opened to verify the equipment; however, it continued to be used without any problem. Should additional information become available, it will be submitted in a supplemental medwatch report.

Manufacturer narrative:
The initial report reads in part:.... As the reaction become stronger, she took a warm bath (with water only, without soap) and after the shower... Further follow up indicated she only took a warm shower (with water only, without soap).

Manufacturer narrative:
(B)(4) - skin itching and red.